Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The device was removed, and the procedure was completed with different device. No patient complications were reported, and the patient was in good condition.